Manufacturer narrative:
D4: unique device identifier not available a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the station were on critical override. A technical support specialist (tss) ran the carefusion coordination engine (cce) package interface services utility, cce (build 1) to restart cce services. Then ran cce heartbeat query in structured query language (sql) and it matches local time. After that the tss confirmed with the customer that the stations were off critical override. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server all station was on critical override. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.